Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 242 mg/dl. The customer stated that the battery compartment is neither damaged nor corroded. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new (B)(6) batteries. The customer stated that the display did not return. The customer was advised to monitor blood glucose carefully. The customer was advised call back if display does not return after waiting two hours and reinserting battery.